Event description:
It was reported that this pacemaker recorded pacemaker mediated tachycardia (pmt) events. The boston scientific technical services consultant discussed that the retrograde pmt events during the right ventricular (rv) automatic threshold test, observed prolonged retrograde timing over 300 milli seconds and a dual peak on the rv channel indicating a biventricular electrical latency tachycardia around 100 beats per minute and concluded that extending the post ventricular atrial refractory period (arp) could address potential total arp anomalies. As of this time, this pacemaker remains in service. No adverse patient effects were reported.